Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-0000730 / 00731).

Event description:
It was reported patient underwent a total knee arthroplasty in 2011. Subsequently, patient was revised on (B)(6) 2014, due to a surgical error of rotation on the femoral component. During the procedure, the screw connecting the tibial stem and the tibial component would not engage. Subsequently, surgeon chose to complete the procedure without implanting the screw.